Manufacturer narrative:
On 26-jul-2021, mentor received additional information regarding the replacement device. Initially, the replacement device was reported as a non-mentor device. However, additional information revealed that the replacement device is an unspecified allergan breast implant. On (B)(6) 2021, the suspected medical device was returned for evaluation. On 9-aug-2021, the investigation on the suspected medical device was completed. Investigation summary : mentor conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed a crease/fold on the posterior view. In addition, a tear was noted within the crease/fold measuring approximately 10.5 cm. The evaluation determined that the cause of the rupture is consistent with normal wear. The instructions for use state that ruptures can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. The following may cause implants to rupture: stressing the implant during implantation or other procedures and weakening it; folding or wrinkling of the implant shell. Breast implants may also wear over time. Most women undergoing augmentation or reconstruction with a mammary prosthesis will experience some pain postoperatively. While pain normally subsides in most women as they heal from surgery, it can become a chronic problem in other women. Chronic pain can be associated with a variety of factors. Surgeons should instruct their patients to inform them if there is significant pain or if pain persists. Pain is a known complication associated with these devices and is referenced in our current product insert data sheet. As part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture, breast pain. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a primary breast augmentation with a 350cc mentor memorygel breast implant and experienced left-sided breast pain and rupture postoperatively. The patient had a consultation with a healthcare professional. As a result, the patient underwent removal and replacement with a non-mentor breast implant on (B)(6) 2021.

Manufacturer narrative:
On 7-apr-2022, mentor received additional information regarding the patient¿s symptoms. The patient experienced bilateral ptosis and device migration postoperatively. Updated reason for device explant and/or reoperation: breast ptosis, breast pain, device migration. Manufacturer's reference number: (B)(4).